Event description:
It was reported that during a routine fitting, irregularities with the electrode impedances were noticed. These had actually started in 2004. The patient's family member reported that the patient had fallen off their bike while on an escalator in 2005. Their face was red on the implanted side, but there was no open wound. The patient was taken to the clinic for a check up for safety's sake. An x-ray and an audiogram were taken but there were no unsual findings. The patient's parents have not noticed any sign of failure of the implant or processor. The patient's family member said that since the patient's accident, pt removes the speech processor occasionally from their head. Something that they had not done earlier. Testing carried out on the device showed that thw impedances on some electrodes showed a great difference.

Event description:
It was reported, that a routine telemetry revealed 6 channels of the pt's implant with status hi. When stimulating these channels, the pt does not have hearing impressions. It seems that the accident reported earlier damaged the active electrode of the implant, the device had malfunctioned.